Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same day the sensor was inserted, the patient stated she was driving and then she lost consciousness. She regained consciousness when the paramedics were with her. Her bg finger stick value was 24 mg/dl and the cgm value was unknown. After arrival at the hospital the bg finger stick value was different than the cgm value by approximately 150 points. The patient did not remember treatment details or other bg finger stick or cgm values. The healthcare personnel (hcp) concluded the patient was receiving too much insulin from the tandem insulin pump. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.